Manufacturer narrative:
Device not returned.

Event description:
It was reported that patient received inappropriate shock from the lead. Lead insulation damage, sensing issue and inappropriate high voltage output was observed on the rv lead. Lead was explanted and a new lead was implanted. Patient was stable.